Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a foreign manufacturing representative regarding a patient in netherlands who was receiving compounded baclofen (unknown concentration, dose 280 mcg/day) via an implantable pump. Patient medical history was noted as multiple sclerosis. A critical alarm due to motor stall was reported, it was noted that the patient was at home when the event happened, there was no patient fall and no electronic magnetic interference (emi). The logs were checked at the hospital and showed that a motor stall occurred on (B)(6) 2016 17.18h, no recovery was noted. The pump kept showing 'motor stall' during interrogation, even 7 hrs later. They programmed a short bolus of 50 mcg and still no recovery was noted. The patient was hospitalized out of precaution. The patient experienced mild withdrawal symptoms. The patient then showed no severe withdrawal so patient was given oral baclofen and sent home after they silenced the alarms. It was noted that the issue was not resolved and the patient status was alive - no injury. Surgical intervention did not occur and it was unknown as to whether it had been planned. On (B)(6) 2016 the foreign manufacturing representative indicated that the pump was implanted in 2011. The hospital prescribed oral baclofen and lowered intrathecal baclofen daily dose from 290 mcg to 75 mcg per day, in case the pump would start again and the combination would be too much. It was noted that the patient was now developing symptoms; nauseous, spasms, itch. Interrogation of the pump still showed motor stall and the pump went into minimum rate. They reprogrammed the pump and gave an extra bolus of (B)(6) of the daily dose. It was noted that the patient stated that she felt the same as she was before receiving the pump and that oral medication made her feel bad. The patient went to an institution for short and long term stay, where she was getting her regular treatment. The device manufacturer advised to wait no longer and replace pump so the patient was sent with urgency to a medical center most likely would receive a new pump on (B)(6) 2016. On (B)(6) 2016, it was reported that the patient received a new pump on (B)(6) 2016. The explanted pump would be returned to the manufacturer for further analysis on (B)(6) 2016, it was reported that the patient was doing fine after explant and receiving the new pump. The patient was receiving efficacious therapy and had no adverse symptoms information was received from the manufacturing representative on (B)(6) 2016, to clarify on the "pump went into minimum rate" statement, the manufacturing representative indicated that she was informed that the pump went into minimum rate and afterwards told 'safe state', it was noted that this was with other words not intentionally programmed. It was also added that in reference to patient going to an institution for short and long term stay, where she was getting her regular treatment, this was her treatment for multiple sclerosis (ms).

Manufacturer narrative:
The pump was noted to have been infusing 1,500.0 mc/ml at 75.1 mcg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.